Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens of 13.0/2.0/137 (sphere/cylinder/axis) into the patients right eye (od). The lens remains implanted. Cause reported as user error " the lens didn't rotate but I misinterpreted the icl diagram and rotated the lens to a final position of 22 degrees rather than rotating 22 degrees to a final position of 158 degrees." The device did not fail to perform as intended.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).